Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 278 mg/dl at the time of incident. The other blood glucose was 198 mg/dl. The customer treated with bolus. The customer alleging the insulin pump for under delivery. The product will not be returned for the analysis.